Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) stopped working during a heavy storm. The device was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was confirmed the cause of the mpu's loss of power was the patient's residence losing power due to the storm. The mpu had a v-lock connector. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial: (B)(6)) not functioning as intended was confirmed via testing of the returned product. The returned mpu was disassembled and the compromised c5 capacitor was observed. Damage to the main print circuit board was observed consistent with the leaking c5 capacitor. The unit was not powered on due to the extent of the damage. The observed damage is consistent with the report of the mobile power unit (mpu) stopped working due to a "heavy storm". Provided information indicated that the mpu stopped working during a heavy storm. The device was exchanged. It was confirmed the cause of the mpu's loss of power was the patient's residence losing power due to the storm. The mpu had a v-lock connector and was exchanged. Per provided information, the cause of the mpu "stopped working" was the heavy storm. The reported event was determined to be due to compromised components on the mpu¿s power supply pcb; however, the cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. B) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. B) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 IFU (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.